Event description:
Upon inspection, injectors were found to contain lint and white fibers inside the pca cartridge. This poses a safety concern as particulate injected into a patient can cause thromboembolis and possible bacterial contamination. The following lot numbers are involved 62248r1 and 61362r1. Visual examination at light table prior to use.